Event description:
It was reported that the an asahi sion guide wire was used in a percutaneous coronary intervention (pci) to treat a 75-90% stenosis in the proximal segment and the first diagonal branch (d1) of the left anterior descending artery (lad). The sion guide wire was advanced into lad. After deploying an unspecified abbott xience stent in the proximal-mid lad across the d1, the sion guide wire was advanced into the d1 through the stent strut. Kissing balloon technique was then performed in the lad and the d1. When removing the sion guide wire that was in the d1, the xience stent that was deployed in the lad became deformed. The physician determined to take no additional action against this event and follow-up monitor the patient. The procedure was then terminated. There were no adverse patient effects associated with this event. The patient was fine without any issues after the procedure.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: na; this manufacturing site is not FDA registered and devices produced by it are not distributed or sold in the us. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported sion guide wire was returned for evaluation. Originating from the proximal-mid solder (set at 45mm from the tip for the purpose of fixing the coil onto the core), the coil found elongated distally for approximately 90mm and then fractured, exposing the stretched inner coil and the fractured core (composed of a straight core wire and a twist wire). Microscopic observation revealed that the fracture end of the coil was necked due to tensile stress. Microscopic observation of the core fracture end found that the core-composing straight core wire was fractured at approximately 1.5mm distal to the inner coil. The core-composing twist wire was fractured at approximately 6mm distal to the inner coil. Necking was observed on each fracture end of the two core-composing wires, indicating that tensile stress had contributed to the core fracture. Measurement of the returned sion guide wire suggested that approximately 6mm of the straight core wire, approximately 1.5mm of the twist wire and approximately 25mm of the coil including the ball tip were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed separation of the tip of the returned sion guide wire. The generated stress would exceed the product design limit when the wire tip was being caught and restricted its movement by the stent strut, fracturing the core wire and the twist wire. Further applied tensile stress then made the coil elongate to fracture. It was concluded that this event was not attributed to product quality. Given that the separated tip of the sion guide wire was not returned, a possibility could not be completely ruled out that some tip fragment(s) might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] ~ separation of the guide wire.